Event description:
It was reported that cgm error 42 occurred. There was no reported impact to the customer's blood glucose level. Technical support provided the customer with complete instructions for resetting the pump, and the customer agreed to perform the reset when ready.